Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. Multiple infusion set changes had been performed and the occlusion alarms continued. The customer's blood glucose (bg) level was 313mg/dl and a correction bolus via the pump was delivered to address the bg level. A system check was performed and the pump performed as intended. Tandem technical support advised the customer to perform a cartridge change. The customer stated a cartridge change would be performed and declined a follow up call to ensure the occlusion alarms were resolved.